Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated

Event description:
It was reported that inflatable penile prosthesis (ipp) device stopped working. Physician concluded that the device was out of fluid. Cylinders, pump, and rear tips were removed; reservoir was drained and retained in the patient. New three piece device implanted. No further patient complications related to device.